Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the anti-hbc g2 elecsys e2g 300 assay produced results consistent with a negative anti-hbc status for the patient. Internal testing using retention stock of the anti-hbc ii assay and precicontrol anti-hbc confirmed a non-reactive result of 2.32 coi. Calibration and quality control data were reviewed and found to be within expected ranges. Additionally, testing conducted at an external laboratory using an abbott analyzer also yielded a negative result for anti-hbc. The discrepant result observed on the siemens platform was not reproducible. The patient¿s anti-hbc status was concluded to be negative based on a 2:1 decision using results from three different anti-hbc tests. No commercially available confirmation test for anti-hbc exists at present. A definitive root cause for the discrepant result could not be determined.

Event description:
The initial reporter alleged discrepant anti-hbc results for two different samples from the same patient tested on different platforms. The siemens platform generated a positive result, while the cobas e 801 module using the anti-hbc g2 elecsys e2g 300 assay generated negative results. The first sample was tested on the siemens platform and yielded a positive result. A new sample was tested on the cobas e 801 module, generating negative results on (B)(6) 2021 (2.18 coi, negative) and (B)(6) 2021 (2.25 coi, negative). Further testing was conducted at an external laboratory using an abbott analyzer, which also yielded a negative result for anti-hbc. Additionally, internal testing of a sample on the cobas e 801 module using the anti-hbc g2 elecsys e2g 300 assay produced a result of 2.32 coi (non-reactive).